Event description:
The patient reported that the keypad was intermittently responding. The ok button had to be pressed multiple times to elicit a response from the keypad. The buttons were responding but slower than usual. The reporter denies exposure to water or cleaning solvents and damage to the keypad. The buttons do not click or spring back.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.